Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing.the device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the user would not be able to provide defibrillation energy, if needed. There was no patient use associated with the reported event.